Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The manufacturer is also requesting add'l info pertaining to and leading upto the event. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that the patient underwent a pump exchange from one lvad to another lvad on (B)(6) 2014.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed during the evaluation of the returned heartmate ii lvad, serial number (B)(4). The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing and the remainder of the driveline was not returned. The outflow elbow and outflow elbow screw ring were returned detached from the pump¿s outlet port. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. Prior to disassembly, the proximal-side of the inlet stator and the distal-side of the outlet stator revealed evidence of deposition in the pump. Upon disassembly, the examination of the pump¿s blood contacting surfaces revealed depositions of denatured blood surrounding the inlet stator blades, inlet bearing cup and ball, rotor, outlet bearing cup and ball, and outlet stator blades. Additionally, a deposition of clotted blood was present in the outlet stator. Contact marks were observed on the outlet portion of the rotor indicating that these depositions were present while the pump was supporting the patient. The observed depositions of denatured blood would have contributed to an interruption in flow or a low flow event. The specific root cause for the formation of these depositions could not be conclusively determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pump exchange was performed due to suspected pump thrombosis. The patient had been off anticoagulation for a long time, secondary to noncompliance and gastrointestinal bleeding.